Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient via a health care provider regarding that patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was admitted to the hospital on (B)(6) 2016 complaining of suddenly feeling off balance and falling. The patient was unsure if the falls are device related or related to other factors. The patient has it implanted in the occipital region. The patient also has a pacemaker. Additional information has been requested regarding actions/interventions taken and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information received from the consumer reported the cause of them suddenly feeling off balance and falling was related to the device. The consumer stated it was putting pressure on the side of their head and caused stronger migraines and headaches so it had be adjusted which resolved the issue.